Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11 device evaluation: the harmonic ace instrument was received and failure analysis found the instrument to have the curved blade broken at the base. A piece approximately 0.430" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been returned for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace broke. A fragment fell into the patient and was retrieved during the same procedure.